Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and appears to be use related. One 4 fr single lumen powerpicc solo catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. A circumferential split was observed approximately 3.6 cm distal to the molded joint. A break was observed in the catheter approximately 10.2 cm distal to the molded joint. Kinks were observed in the catheter approximately 3.6, 8.4, 9.1, 9.6, 9.8, and 10.7 cm distal to the molded joint. The ink of the extension leg, molded joint, and the 0 through 23 cm depth markers was observed to be faded or worn away. A microscopic observation revealed the edges of the split were rough but mostly straight and slightly rounded. The fracture surfaces of the split were found to have an uneven and granular texture. Some whitening of the catheter material was observed at the corners and one edge of the split. The surface of the catheter material was observed to be less lustrous leading up to the edges of the split. The break in the catheter was observed to be stepped, and the fracture surfaces were observed to be granular and smooth on one side, but more uneven and rough on the other side. The edges near the fracture surfaces that were observed to be more uneven and rough were observed to be somewhat round, which suggests the catheter may have initially split at this location and fractured completely at a later time, likely due to a tensile (pulling) force. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The product IFU states: ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ a lot history review (lhr) of reds3368 showed three other similar product complaint(s) from this lot number.

Event description:
It was reported that patient line was inserted for long term chemotherapy treatment. Patient had presented for treatment, line was flushed, leaking was noted on flushing. The previous day while flushing the line in patient¿s home, staff also noted the line seemed to be leaking a small amount. Decision made to remove the line (B)(6) 2020. Removal uncomplicated. Line inserted 5/5/20. Sited right brachial vein, mark at skin 12cm, 10cm skin to hub, total 22cm. 4fr securacath device in situ.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reds3368 showed three other similar product complaint(s) from this lot number.

Event description:
It was reported that patient line was inserted for long term chemotherapy treatment. Patient had presented for treatment, line was flushed, leaking was noted on flushing. The previous day while flushing the line in patient¿s home, staff also noted the line seemed to be leaking a small amount. Decision made to remove the line (B)(6) 2020. Removal uncomplicated. Line inserted (B)(6) 2020. Sited right brachial vein, mark at skin 12 cm, 10 cm skin to hub, total 22 cm. 4fr securacath device in situ.